Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, g6, h2, h3, h4, h6. The device was not returned to olympus for inspection, due to this, the reported failure was not confirmed. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed an e333 error. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer was instructed to follow the following: power off device, use a lightly moistened, lint-free cloth to clean the touch panel, and power the unit back on. The error code was no longer present after completing the steps. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.